Manufacturer narrative:
Lot number was identified, so has been updated in this report. Additionally, the corresponding expiration date and date of manufacture have been included. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: no actual discrepant results were identified after reviewing the reported sample ids (sids) from the ticket. All three sids from the same patient generated a positive result in three separate test runs. There is no false positive discrepant result when there is no negative result identified. There is no indication that the software and lot 522133 are not performing as expected as there were no true false positives results reported. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The amplification kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) 522133 and its components. This CAPA review did not identify any existing internal issues or nonconformances that are related to the reported complaint. Complaint history review: a complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. The complaint history review identified 7 additional complaints related to the reported issue for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133. 1 ticket was independently investigated, and no product deficiency was identified. The other 6 tickets are currently being independently investigated. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522133 was not identified.

Manufacturer narrative:
Elevated complaint investigation will be conducted. Since the lot number is unknown, the manufacturing and expiration dates have been left blank.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient initially tested positive twice on the alinity m sars-cov-2 assay. The patient is asymptomatic and called to have their results checked. There was no report of any impact to patient management.